Manufacturer narrative:
B3 event date: the events occurred on an unspecified date in 2025, reported as ¿from the last two months.¿. E.1.: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes leaked. This occurred during testing of the devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual devices were not returned; however, photographs were provided for evaluation. A visual inspection of the photos showed a cartridge and a drawing of the product where the customer made a mark to identify the leakage location. The visual inspection of the photographs did not identify any leaks. Meanwhile, retention samples were visually inspected with no obvious issue/damage detected. The retention samples were leak tested with no issues noted. The retention units were loaded on the claria machine and no alarms or issues were noted. The reported condition was not verified by evaluation of the photographs or the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.